Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The visual inspection revealed spots of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, representing an external short circuit. The ICD was subjected to an electrical analysis, the device was not interrogatable. Next, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. This is consistent with the observed spots of molten titanium on the ICD housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. A shock delivery into an external short circuit requires a damaged insulation of the high voltage lead (the lead was an OEM). The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the patient was admitted to emergency care. He had been externally defibrillated about 14 times by the ambulance officers before. The device could not be interrogated. On (B)(6) we were informed that the patient died several days after the event. The device has not been returned for analysis yet.